Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.

Event description:
It was reported that during initial implant procedure, it was found that the newly implanted right ventricle lead exhibited high, out of range pacing impedance. The lead was removed and replaced. The patient was stable.